Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records for the provided product and lot combinations did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address pseudotumor and metallosis reportedly caused by impingement on the neck of the stem. No information could be obtained regarding any possible malpositioning of the components. Because the hip is the metal-on-metal type, the head and liner are being reported as possibly contributing to the pseudotumor and metallosis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is considered closed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 04/11/2016 - pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported loss of mobility, pain, joint locking, multiple illnesses requiring emergency room visits or urgent care visits. Medical records reported left hip impingement of cup and stem posteriorly, metal debris, increased metal ions with lab results greater than 7 parts per billion, osteolysis, and left leg shorter than right leg. Revision surgical note reported a pseudotumor, a gouge on the posterior femoral neck, metal debris from neck and acetabular component impingement, and one screw missing part of head that appeared to have been broken at time of implant. Com updated stem, cup and one screw added to the complaint. The complaint was updated on: may 3, 2016

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records for the provided product and lot combinations did not reveal any related manufacturing deviations or anomalies. Medical records were reviewed. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.